Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. Treatment for the event was not reported. On an unreported date, pd catheter stopped working due to amount of time that the patient had been on pd. Action taken with dianeal therapies was not reported. The patient had not yet recovered from the peritonitis. No additional information is available. This is report 2 of 3.